Event description:
Independent repair center customer alleged unit will not start. The key failure is the manifold valve is stuck. Associated malfunctions for this device: muffler leaking, pe valve leaking, sieve beds leaking.